Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, during a transforaminal lumbar interbody fusion back surgery (tlif) procedure, the surgeon could not remove the applicator from the patient's cage and had to force the instrument out. During the procedure, the surgeon had to use the 8mm and 9mm dilators to mobilize the segment. After dilating and using the unknown shavers, a trial implant 9mm small and 10mm small were used. It was used to trial the height only, meaning that the surgeon inserted the trial implant but did not rotate them. Afterwards, the surgeon decided to implant a definitive implant small 10mm. The surgeon could place the final implant on the anterior portion of the vertebral body but could not fully rotate it at some point. Despite strong hammering the cage would not rotate further. At this point in time, the surgeon decided to leave the implant where he was and to release it. He could push the ring down and turn the knob counterclockwise to open the clamp, the surgeon could feel that the applicator was opened or disconnected but could not remove the applicator from the patient's cage. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: shavers (part/lot: unknown, quantity: 2) and trial implant (part/lot: unknown, quantity: 2). This report is for an advance applicator outer shaft. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.812.520; lot: l954903; manufacturing site: hägendorf; release to warehouse date: october 05, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection the returned t-pal advanced applicator inner shaft shows strong signs of usage on the distal part of the instrument. The finger like catcher is strongly bent. The proximal part is in a sound condition and shows normal signs of usage. The returned t-pal advanced applicator outer shaft is in a sound condition and shows normal signs of usage. Functional test / dimensional inspection function test and dimensional inspection could not be performed due to post manufacturing deformation of the inner shaft. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no relevant non-conformities documented. Document/specification review: the returned inner shaft and outer shaft were manufactured in oct 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Summary: the returned t-pal advanced applicator inner shaft was examined, and the complaint condition was able to be confirmed as the tip of the instrument was found to be bent. T-pal advanced applicator outer shaft is in a sound condition and shows normal signs of usage. The investigation found no product related issues that would have contributed to this complaint condition. The damage occurring at the applicator inner shaft is determined to be post production/acceptance criterias. The complaint description mentioned that the surgeon had to apply high force during the trialing and implanting procedure. But as not enough details were provided in the complaint description, only assumptions can be made. A possible scenario could be that not all steps of the surgical technique were followed correctly, which could potentially have led to this complaint. If, for example, the entry angle was not parallel to the vertebral endplates or the angle between the sagittal plane and the handle was not within the range of 10°-15° the detaching of the applicator inner shaft and the implant might become difficult. The applicable risk management document was reviewed and found to adequately address this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.